Event description:
It was reported by the patient that their heart was beating hard several times in the row and the patient was feeling dizzy and having trouble walking. The patient also indicated that during the clinic check the right ventricular (rv) lead was "disconnected". Follow up with the clinic found the patient was having diaphragmatic stimulation and the rv lead was exhibiting high thresholds. Based on the patient's medical condition it was elected to not replace the rv lead, so it remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): c2tr01 implantable pulse generator 2012-(B)(6), 4194 implantable pacing lead 2012-(B)(6), 4523 implantable pacing lead 1994-(B)(6). (B)(4).